Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent undersensing. Boston scientific technical services (ts) discussed that the ra pacing lead may require further evaluation. Ts also recommended having the device evaluated with an in-person interrogation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.